Manufacturer narrative:
(B)(4). The reported malfunction was observed during testing. However, the reported problem could not be duplicated. The device was put through extensive testing, which included power cycling, defib testing and full functional testing without duplicating the malfunction. The pace/defib engine board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 76", "defib disabled", and "pacer disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.